Event description:
Patient (user) stated the pre-lubricated catheters are too dry and he has a hard time inserting. He contracted a urinary tract infection (uti) concurrent with catheter use but was uncertain if the catheters contributed to the uti he acquired. He took antibiotics and reported his uti symptoms were gone. Patient has changed catheter brands.